Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to heart palpitations. It was noted that their right ventricular (rv) lead was over-sensing noise causing pacing inhibition. The physician capped and replaced the lead on (B)(6) 2021. The patient was stable throughout the procedure.